Event description:
Initial inspection of the returned guidewire revealed that the coating was peeled off. There were no clinical consequence to the patient.

Event description:
Initial inspection of the returned guidewire revealed that the coating was peeled off. There were no clinical consequence to the patient.

Manufacturer narrative:
Device analysis revealed two bents and a kink from proximal end likely due to use during procedure. All the guidewire outer diameter measurements were found within specifications. Visual inspection of the polytetrafluoroethylene (ptfe) coating did not reveal any anomalies. Boston scientific has reviewed all information and determined this event no longer meets the equivalent of a reportable event.